Event description:
It was reported via the food and drug association (FDA) medwatch program that the lead was capped and replaced due to infection. Additionally, it was noted that the lead was fractured and had damage to its insulation. The patient was stable throughout the procedure.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5158815.